Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision due to take place (B)(6) 2012 type of system unknown & unknown revised hip reason(s) for revision: unknown. Update from (B)(6) email (B)(6) 2012: hip revised, date of revision confirmed right asr hip revision update: product details received (B)(6) 2012. Update - reason for revision and system taken from claimsuite dated (B)(6) 2013 resurfacing reason(s) for revision: pain **update** (B)(6)2015. Updated claimsuite alert received with a sleeve product number (no lot number) added along with unknown stem. Updated cup and head products with common name, brand name, manufacturing date, expiry date and complaint category. ((B)(4)).

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.